Event description:
A report was received stating a tracheostomy tube was "stiff and difficult to put it to the connector." There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The lot number of the referenced device was not provided; therefore, a review of the device's history is unable to be performed.